Event description:
It was reported that during preparation for a coronary stenting treatment procedure shaft breakage occurred. The lesion was located in the proximal left circumflex. When the physician removed the stent protector from the liberte monorail coronary stent delivery system 3.00x12mm, it was noted that the shaft was separated between the hypotube and the distal shaft. The procedure was completed with a non bsc stent. No patient complications were reported and the patient condition was "no problem".